Event description:
It was reported that the colonovideoscope had a damaged light carrier beam. There was no report of patient harm. The device was returned, evaluated, and a white foreign material was found in the air/water tube. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. In addition to the foreign material found in the air/water tube, other evaluation findings are as follows: the plug unit and the connecting tube were scratched; the insulation resistance value at the distal end did not meet the standard value due to a burn on the plastic distal end cover; the bending angle in the down direction did not meet the standard value due to wear of the angle wire; the plastic distal end cover had a dent; the objective lens was chipped; the light guide lens was cracked; and the adhesive on the bending section cover was worn. Attempts to retrieve additional information from the customer are in progress. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.